Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, the proximal conductor was distorted, the inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst noted that the lead has been stretched causing the inner tubing to buckle. This prevent proper torque transfer when turning the is-1 pin. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in the distortion of the distal conductor within the connector. The helix is very stretched and bent.

Event description:
It was reported that during implant of the right atrial lead, the lead had to be repositioned several times due to unacceptable measurements and eventually the helix would no longer extend. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.